Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis. During analysis, the customer's reported problem was unable to be duplicated. Testing was performed, and the device was functioning properly, no alarms or messages displayed while testing. Based on the evidence, the complaint was not confirmed, and no problem was found.

Event description:
Information received indicating that this cadd ms3 emitting beeping sound with "time alert". The reported issue did not occur while in use with the patient. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patient due to the reported event.